Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion was located in a very fibrotic vein graft. A 5.0x24mm liberte' bare metal stent was advanced to the lesion without resistance and deployed. It was noted that the physician thought that the diameter of the graft was larger than the diameter of the stent. After the stent was deployed, a dissection was noted by angiography. The dissection was treated by inflating an unknown balloon in the vein graft for a "few minutes." No further patient injuries or complications occurred. Patient status is satisfactory.